Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", (B)(6).

Event description:
It was reported that during an implant procedure (battery replacement), the impedances were out of range when the old lead was connected to the new neurostimulator. The physician inspected the lead prior insertion and the electrodes appeared in good condition. The physician then unscrewed the set screws to remove the lead. After multiple attempts at unscrewing the set screw, the lead fractured leaving a fragment inside the neurostimulator. The other section of the lead remained in the pt. The procedure was then aborted as there was no additional neurostimulator available for implant. The pt was subsequently re-implanted with a new neurostimulator and lead on the contralateral side without incident. No injuries were reported and the pt recovered without sequelae. If additional info is received, a follow-up report will be sent.